Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not received after multiple follow ups. No tracking details are available to locate the device despite multiple attempts for product return, therefore unavailable for physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. The given serial number was not correct. Multiple follow ups were done to obtain correct serial number but no response was received which precludes conducting a DHR review or a serial specific search in the complaints handling system. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The serial number is unknown.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The serial number is unknown.

Event description:
Additional information received from the affiliate reports no known surgical delay due to reported event. The affiliate also reported that the lots are not available for return.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail during the installation of the infusion pump fms vue ref: 284002 the hoses (with ref: 281142 and 284508) are installed, the equipment has faults since the lid that compresses the irrigation hose with the rollers does not close correctly. It was try to operate the pump by pressing on the lid and it starts to work but not correctly, because it only worked for a moment and then stops working again. It is not enough to fill the reservoir of liquid, try turning off and disconnecting the pump and turning it on again, it does not mark any type of error in its board but it still presents failure to fill the reservoir and the rollers do not turn, it is manifested to the specialist the inconvenience with the equipment and decides to perform the procedure without the pump, which carries out without problems and can end without injuries to the patient, the doctor does not show an answer about the problem. This occurred during a repair of shoulder instability. Product information: infusion pump fms vue ref: 284002; hoses with ref: 281142 and 284508.